Event description:
It was reported that the unspecified bd¿ pen needle was bent.

Manufacturer narrative:
Additional information: there is a CAPA associated with this record. CAPA# 24483.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform DHR check due to unknown lot number for bent & broken pen. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (bent npe cannula, broken pe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (bent npe cannula, broken pe cannula). The investigation determined that no manufacturing lines were identified to contribute to np end pen needle bends. The conclusion of this study determined if pen needles are installed on a pen device on an angle, the np end of the pen needle can bend and/or break. This issue may be user related as the pen needled is not being properly installed per IFU. Root cause description: the possible root cause for this issue (broken pe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure this issue (bent npe cannula) may be user related as the pen needle is not being properly installed per IFU.

Event description:
It was reported that the unspecified bd¿ pen needle was bent.